Manufacturer narrative:
The customer returned the test strips for investigation and was tested with retention material. All returned results are within acceptable range. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable glucose results for 1 patient tested on accu-chek inform ii meter serial number (B)(4) with two test strip lots. The test strip lot used with the specific result was not provided. This medwatch will cover test strip lot 477527. Refer to medwatch with patient identifier (B)(6) for information on test strip lot 477524. At 6:47 am the result from the meter was 518 mg/dl. At 6:48 am the result from the meter was 225 mg/dl. The nurse did not believe the results and tested the patient on two different inform ii meters with unknown serial numbers at an unknown time. The results were 108 mg/dl. There was no allegation of an adverse event. The patient is "stable". The qc was acceptable.

Manufacturer narrative:
The returned two vials of strips which were measured with retention meter. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: vial #1 level 1: 43, 44, 43 mg/dl, level 2: 305, 307, 308 mg/dl. Vial #2 level 1: 43, 44, 45 mg/dl, level 2: 316, 306, 311 mg/dl. All returned results are within acceptable range.